Event description:
On (B)(6) 2013, the lay user/patient in the (B)(4) contacted lifescan to report the one touch verio iq meter was giving inaccurately erratic readings. The patient obtained the blood glucose readings of 24.0 mmol/l and 18.0 mmol/l on the reported meter within 20 minutes. There was no patient injury associated with this issue. The test results fell outside expected values for precision testing, therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 2 ¿ ((B)(4) 2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.